Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead manifested twiddler's syndrome. A pocket revision procedure was performed and the system was disconnected and reconnected. The lead remains in service. No additional adverse patient effects were reported.